Event description:
The epicardial lv lead showed a very high pacing threshold of about 3 v at 1.0 ms. It was left in the patient and abandoned . A transvenous rv lead was positioned. The system was then working according to the standards. The pacemaker, implanted in 2013, was close to eri and therefore exchanged as well. The patient was well prior to the procedure and well after it.